Event description:
It was reported hemostasis was not achieved when the angio-seal was deployed. Later, the pt developed a pseudoaneurysm. Attempts to obtain add'l info were unsuccessful.

Manufacturer narrative:
No components were returned for analysis. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the pseudoaneurysm could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.